Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed myopotential noise however there was no inappropriate therapy delivered. It was reported that back in (B)(6) 2016, the patient lost their balance and nearly fell down the stairs. The patient did not fall but did stretch and was sore on their left side afterwards. A recent x-ray noted that the position of the s-ICD appears high however there are no implant x-rays available to compare to. Boston scientific technical services (ts) noted that a high s-ICD placement can result in increased oversensing of myopotential noise from the serratus dorsi muscle. Troubleshooting performed noted that there was evidence of oversensed noise whenever the patient¿s left arm is moved however tapping on the pocket did not elicit any noise. The sensing vector was reprogrammed and the s-ICD remains in service. No adverse patient effects were reported.